Event description:
Two sequential oxygenator change-outs due to leaks during ECMO support for the same patient. The first unit was replaced after 69 hours service life and was discarded. The second unit, which is the subject of this report, began to leak after a few minutes and was changed-out 3.5 hours later with a patient complication reported. The second unit was not discarded by the user. The patient has subsequently been weaned from support. See also MDR #2184009200600025 report for the first unit.